Event description:
New information received noted that the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. The implantable cardioverter defibrillator was unable to be interrogated due to premature battery depletion. Intervention was discussed; none were reported. The patient was in stable condition.